Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was guided through complete pump reset, after which error did not recur and sensor session was successfully started, and due to multiple prior similar issues technical support arranged replacement pump.